Event description:
Reporter stated he noticed the tubing between the luer lock and pigtail had several kinks in it. Reporter stated he changed the tubing after noticing that there were air bubbles in the tubing as well. Reporter stated that the pt did not have any blood glucose issues.